Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: flat creases, deformation. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Observed a split in patch(ss) it is out of specification per qa 199.04 and it is assessed as workmanship. Based on the device analysis the final assessment is: the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted; a split in patch assessed as workmanship. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.04. This finding is not related with the reported event. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area in the valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "encapsulation ¿ fibrous capsule¿ and ¿radial folds in their superior areas¿ and capsular contracture with a baker grade of IV. The device has been explanted.